Event description:
It was reported to philips that the screen shuts down and tries to reboot during patient care. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.